Manufacturer narrative:
Literature citation: jihoon shim, kwanghyun lee, hunchul kim, byungjik kang, haewon jeong and chang-nam kang, "outcome of balloon kyphoplasty for the treatment of osteoporotic vertebral compression fracture in patients with rheumatoid arthritis" mean age: 70 years( 70.7± 6.6 years); gender: 4 men and 19 female. (B)(4). (Cement extravasation) neither the device nor applicable imaging films were returned to manufacturer for evaluation, therefore, we are unable to determine the definitive cause of event.

Event description:
It was reported that a total of 23 patients (31 vertebral bodies) with rheumatoid arthritis who received kyphoplasty for osteoporotic vertebral compression fracture and could be followed up for at least 1 year were examined. Reportedly, cement leakage into spinal canal was found in 2 cases. No neurological symptoms were observed in these cases.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.